Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, incoming functional testing, and internal visual inspection without observing or duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of critical errors. There were advisory messages observed in the logs suggesting patient circuit complications either related to placement, obstruction or damage. There was no evidence that the device stopped ventilating and the patient circuit was not returned as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.